Event description:
In 2005, I underwent arthroscopic shoulder surgery to repair a partially torn labrum. At the end of the procedure. My surgeon placed a breg 3000 pain pump in my shoulder joint. He filled the pump with 100cc's of marcaine. The pump delivered the medicine over 48 hours and was removed. My surgeon told me that surgery went perfectly and that I could expect a full recovery. I completed therapy and returned to work. One year later, I was diagnosed with complete and total loss of all shoulder cartilage. I was forced to undergo a complete shoulder replacement. As a result, my employment is in jeopardy. I am in constant pain. I will need additional joint replacements in the future. Dose or amount: 100 + cc's, frequency: continous drip, route: intra-articular. Dates of use: 1994 - 2004. Diagnosis or reason for use: pain control. Event abated after use stopped: no.